Event description:
During the pta/stenting treatment procedure, the express biliary sm stent dislodged from the delivery catheter. The physician was attempting to primary-stent a 95% stenotic renal artery lesion. After a number of unsuccessful attempts to advance the device across the lesion, the physician withdrew product. Upon removal of the stent delivery catheter, the stent was noted to have dislodged and remained dangling on the guidewire. The procedure was successfully completed with another device. No pt injuries or complications were reported. The pt status is reported as "fine:.